Event description:
The following was reported: "balloon ruptured during thrombectomy. The third catheter from another lot was used and problem was solved. Evaluation only. One of the catheters was discarded at hospital. Only one catheter will be returned for evaluation."

Manufacturer narrative:
Device evaluation: customer report was confirmed. The balloon was found to be ruptured and the latex was missing. The spring tip and windings were not damaged. This unit is sent to (B)(4) for further evaluation. On 2/3/10, (B)(4) examination found there to be fragmentation of latex that was not returned.